Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has been experiencing pain at the ipg site falling on numerous occasions. It is also suspected, the ipg has moved from it's original location. The pt will meet with a neurosurgeon to discuss the issue.